Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown; manufacture date - unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1996. It was further reported that a revision procedure is necessary due to luxation of the femoral stem and acetabular osteolysis. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown; manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1996. Subsequently, patient was revised on (B)(6) 2014 due to a dislocated femoral stem caused by improper placement during the initial procedure. The acetabular cup and femoral stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay that additional information provided indicates this product was manufactured in spain and not cleared for distribution in the u.s. Please disregard this manufacturer report number.